Event description:
It was reported that angina and in-stent restenosis occurred. In (B)(6) 2010, the patient presented with stable angina and underwent cardiac catheterization which showed two lesions. The first lesion was a 30mm x 2.5mm, in-stent, 90% stenosed lesion located in the 1st obtuse marginal (om) branch. It was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus liberte stent, with 0% residual stenosis. The second lesion was a 15mm x 3.5mm, 70% stenosed ostial lesion located in the proximal segment saphenous vein graft to 2nd om. It was treated with direct stent placement using a 3.50 x 20 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In august 2013, the patient presented with chest pain and eventually developed angina and was hospitalized on the same day. The patient used nitroglycerin on multiple occasions. Coronary angiography revealed an area of 99% in-stent restenosis in the mid portion of a previously placed study stent located in the proximal portion of 1st om. It was treated with balloon angioplasty and placement of 2.75 x 8 mm promus drug eluting stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel. At the time of event, the subject was taking aspirin and clopidogrel and the study drug was last taken in (B)(6) 2012.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).